Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a cgm blood glucose of 339 mg/dl and a confirmatory fingerstick of 325 mg/dl after a recent supply change to a teflon infusion set; troubleshooting and education were provided, including guidance to wait 90 minutes for trend assessment and to perform a full supply change if glucose did not decline. Symptoms included high blood glucose. Outcomes included no reported hospitalization or medical intervention beyond home management and device troubleshooting. Investigation included customer-guided troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device or component malfunction identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.